Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 126 mg/dl. It also stated that customer did not received any insulin pump error displayed before critical pump error image on screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a critical pump error unable to download history files. Problem isolated to electronic stack. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and the displacement test due to critical pump error